Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced the front end board which corrected the problem. The stm then completed the pm with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter:(B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery status indicator on the cs300 intra-aortic balloon pump (iabp) was not showing up on the screen. It was later reported that the battery indicator was not switching from ac to battery on the display. Diagnostic shows the battery was charging and at 40 volt even when unplugged. There was no patient involvement and no adverse event reported.